Manufacturer narrative:
Date sent to FDA: 06/24/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a repair of a recurrent ventral incisional hernia on (B)(6) 2015 and physiomesh (10 cm x 15 cm) was implanted. On (B)(6) 2015 he underwent surgery at (B)(6) hospital in (B)(6) to attempt a repair of a recurrent ventral incisional hernia with bilateral component separation and removal of the previously placed physiomesh. The surgery revealed that the previously placed physiomesh because it had pulled free and became completely incorporated on the right side of the fascia and completely unincorporated on the left side. The old mesh could was surrounded by heavy amount of scarring and because it was completely incorporated on the right side of the fascia and could not easily be dissected free and removed. As a result, there was placement of a biologic mesh. He continues to have pain and complications. No additional information was provided.

Manufacturer narrative:
Additional information.